Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and no damages were detected. The sample was set for accuracy testing using a cadd legacy pump to look for unusual function. For two hundred twenty one (221) samples received, only fifteen (15) samples were tested due to the confirmation of reported failure mode. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd administration set, residual of several hundred millimeters were noted, and the infusion was not delivering the entire infusion. No patient consequences were reported. No adverse effects were reported.